Event description:
Hernia operation/repair using mesh in left groin area. Still experience pain in that area and have another hernia in same area. I've heard of this recall on the news, but don't know who to contact that I can trust to ask about this surgical mesh product. Is it normal to experience the complications I experience?